Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for complex regional pain syndrome type 1. The caller stated the patient claimed she had a revision, but had no further information on when or why this was performed. It was also unknown what product the patient was referring to. It was noted that the patient likely recovered. No symptoms were reported. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.